Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed primary audible alarm bgnd test. Functional testing was performed and the cause was identified to be due to the interconnect board. The interconnect board was replaced to resolve this issue.

Manufacturer narrative:
B5: additional information was received stating that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient harm/adverse event reported. D3: correction.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm alarms while in use with patient. There was patient involvement and unknown patient harm/adverse event reported.